Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) amia automated pd set with cassette green caps (pull ring) were observed to have fallen off the patient line. It was further described as the "the caps on patient line falls off when they were removing the cassette from the packaging". The event was observed when the caregiver removed the device from the packaging. The patient was not connected to the device. Therefore, there is no patient involvement. No additional information is available.